Event description:
Healthcare provider report of pt infection after implant of composix e/x mesh for a laparoscopic ventral hernia repair procedure performed in 2007.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.